Event description:
Right-side late forming seroma.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Alcl is only suspected and has not been confirmed through testing. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side late forming seroma and right-side suspected alcl (date of diagnosis for suspected alcl: (B)(6) 2024).

Event description:
Right side late forming seroma and pathology provided positive alcl.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra was provided pathology report that shows positive alcl results. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with no discoloration. The device weighed 418.3 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.